Manufacturer narrative:
Evaluation summary (3 lenses total): visual inspection: 2 lenses - both pass. Physical parameters: 2 lenses - 1 lens - tested for 7 parameters - passed all 7; 1 lens - tested for 7 parameters - passed 6 tests, just out of tolerance for specification for center thickness measurement. Osmolarity testing only on 1 lens: passed. Review of lot history record: all 3 lenses, lot 5231009553 - passed. Evaluation found the center thickness of one lens slightly out of tolerance for center thickness. There is nothing to indicate that center thickness out of tolerance can cause or contribute to toxic keratitis. Nothing in the evaluation of the lenses or the lenses' lot history record (including sterility) suggests that the medical device caused or contributed to the patient contracting toxic keratitis.

Event description:
In 2007 - patient arrived at hospital. Patient diagnosed with toxic keratitis associated with contact lens wear. Patient is prescribed posifenicol eye drops 3x/day; fluoromethalon eye drops 3x/d and hyaloronsaure eye drops 6x/d. Patient is hospitalized for three days and both eyes showed a fast improvement. Upon dismissal from the hospital, both corneas were much brighter, with the right eye still showing a small erosio (sic) cornea. (The location of the small erosio (sic) cornea is not provided in the hospital's report). Patient was discharged with instructions not to wear contact lenses for a minimum of 3 months, continue use of the prescribed medicines and to seek regular follow-up care from her eyecare professional. The eyecare professional has not reported any further problems associated with the event.